Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular procedure, part of the black jacket detached from the guidewire within the patient. The physician had acquired antegrade arterial access, and had just crossed the lesion within the patients mid anterior tibial [at] artery with a crossing catheter, when the device became stuck. The physician was forceful with the removal of the crossing catheter when the black jacket [5-7cm] detached from the wire within the patient's mid at artery. The physician used a vascular snare [5mm] to successfully retrieve the foreign body from the patient with no additional consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.